Manufacturer narrative:
A review of synthes device history record for manufacturing revealed no complaint related issues. The returned part could not be inspected due to tread damage. Part will have further investigation.

Event description:
Patient implanted with a 11 mm ti cannulated nail on an unknown date was discovered to have a nonunion. Surgeon returned patient to operating room and removed the nail and screw on (B)(6) 2011. Patient was revised to another larger nail. This is one of two reports for this event.